Event description:
It was reported that the patient experienced insulin flow blocked alarm event on (B)(6) 2026. The patient blood glucose level was high and was treated with insulin via pump and changed the infusion set.

Manufacturer narrative:
Patient city: (B)(6) patient country: (B)(6). Name: medtronic minimed street:18000 devonshire street city: northridge state: ca code: 91325 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.